Event description:
A talent captivia stent graft system was used for the treatment of an 8 cm in diameter thoracic aorta aneurysm. There was debranching prior to implantation of the stent graft system. Vessel morphology was reported as there is a kink in the stent graft where the alleged type iii endoleak, fabric is present. The aneurysm is currently 13 cm in diameter. The patient returned for all regular follow ups, there were no issues. The patient presented emergently with pain. The recent CT demonstrated that there was a type iii endoleak, fabric is on the lesser curve of the arch, due to disease progression. The physician elected to reline the stent graft with another manufacturer¿s stent graft. The type iii endoleak, fabric was resolved. No additional clinical sequelae were reported and the patient is fine. Post-implant films showed that the stent graft was implanted from the ascending thoracic, distally into the descending aorta. The aortic arch did not appear excessively angulated. Contrast was seen within the aneurysm sac near the distal end of the arch as the stent graft descended. The site of the endoleak appeared to be in an area of stent graft overlap; near the marker bands. It could not be determined if the endoleak was a type iii fabric or type iii junctional, and may have been from multiple sources. No obvious stent graft kink or other issues were observed. The cause of the endoleak could not be determined, and earlier follow-up images were not available to assess for any possible stent graft in-vivo configuration changes over the implant duration.

Event description:
Review of the returned films was completed. The four grafts implanted are talent thoracic stent grafts. There is a type iii endoleak in the stent graft, though there is no sign of the reported kink near the leak location. There is no assignable cause for the type iii endoleak, however it may be related to the implantation of the same size in diameter stent grafts not allowing for oversizing of the grafts inside of one another. The physician implanted the stent graft in the arch first, and then implanted one graft proximal and two grafts distal to it. The type iii endoleak seems to be at the distal edge of the first graft implanted in the arch. Three of the four grafts are all 46mm, not allowing for oversizing of the grafts inside of one another, there might not be a seal between the grafts, allowing the type iii endoleak to develop.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device (anatomy related: disease progression); conclusion: device failure/lack of effectiveness related to patient condition (anatomy related: disease progression).

Manufacturer narrative:
Method - (films), results: incorrect technique/procedure (implanting same size in diameter stent grafts not allowing for oversizing of the grafts inside of one another), conclusion: operational context contributed to event (implanting same size in diameter stent grafts not allowing for oversizing of the grafts inside of one another).